Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that error e105 appeared, leaving the video system center equipment inoperative. The issue occurred during preparation for use for a diagnostic retrograde endoscopic cholangiopancreatography (ercp). The delay was not recorded and the patient was under anesthesia. The procedure was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was evaluated by a field service technician and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.